Event description:
A report was received that the patient will have a pocket revision due to pain at the pocket site.

Event description:
A report was received that the patient will have a pocket revision due to pain at the pocket site.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.